Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with two 250cc mentor smooth round moderate profile prostheses and experienced postoperative right-sided deflation and bilateral ptosis. The diagnosis was confirmed via physical examination. As a result, the patient underwent removal and replacement with two 210cc mentor smooth round high profile protheses (catalog #: 3503210, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2020. This report is for the left-sided prosthesis.

Manufacturer narrative:
On 28-jan-2021, the investigation on the suspected medical device was completed. Investigation summary : during visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).